Event description:
A medtronic representative reported that, while in a spine procedure, when navigating on the synthetic anterior posterior (ap) images, the surgeon deemed they were accurate but alleged the lateral images were inaccurate. The images appeared to be rotated a few degrees on the screen. It was noted there was some difficulty activating the images; however, the empty image looked good. There was no evidence the frame had moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up, reported that non-medtronic personnel rotated the images on the c-arm without advising others. The surgeon declined to take new images during the procedure. Further investigation determined the cause of the inaccuracy and the medtronic representative provided education regarding medtronic navigation fluoronav protocol to the surgeon, the radiographic technologist, and the other product representative who manipulated the images on the c-arm. No further issues have been reported. No patient files/scans/logs have been returned to manufacturer. No files returned.